Event description:
The medical center had an impella support in 2021. The support was successful and no complaints or allegations were made at the time of support. Later in 2022 there was a publication made inclusive of the impella support in which there was documented aortic valve damage that was treated by placement of the aortic valve ring. There is a possible correlation of the impella use/placement contributing or causing the valve damage and aortic insufficiency (ai) noted in the publication.

Manufacturer narrative:
Root cause of the valve injury has not been determined. Followup and additional information has been requested, but not yet furnished. This is inclusive of imaging. Should more details be shared that lead to a root cause, a final report will be filed.